Manufacturer narrative:
.

Event description:
Per the surgeon, the pt has had repeated infections around the flange fixture with abutment and granulation tissue had grown over the fixture. The pt underwent a revision surgery (date not reported) to debride the area. A healing cap was put into place. Additional info has been requested.